Manufacturer narrative:
On april 22, 2024, mentor received the device for evaluation. On april 23, 2024, mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view measuring approximately 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. According to the revision carried out on (B)(6) 2024 for lot number 7305445. Non-conformances were found with number (B)(6) related to device malfunction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 375cc mentor siltex round moderate profile saline breast implants. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast and a deflation of her right prosthesis, which were confirmed by a medical professional. As a result, the patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants on (B)(6) 2024. This report is for the right implant. Refer to manufacturing report number 1645337-2024-04217 for the contralateral event.